Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage which resulted in an exposure to chemotherapy agent. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: material no.: 515052, batch no.: unknown. Pt. Stated that he noticed leakage between end cap phaseal, stopped cadd pump. Nurse checked pump which revealed that 175.6 ml of 5fu remained, notified physician's team. Nurse disconnected cadd pump from patient, could not flush pac line due to resistance, deaccessed pac, cleaned area per institution's proctocol, re-accessed pac using sterile technique, new biopatch and dressing applied, pac saline flushed with brisk blood return, re-connected 5fu cadd pump to patient, had patient remain for observation for 20 minutes, cadd pump, no adverse alarms noted. Patient educated about chemo spilled, verbalized understanding. Pt. Discharged home in stable condition. (B)(4): date reported: (B)(6) 2021; ph/atc: bd phaseal optima/ chemo leak: extent of harm: reached the individual: item: phaseal optima injector: item 515052. No lot number recorded. No picture documented.